Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient called because they had their implant repositioned due to discomfort and feeling it poking under their skin. It was repositioned (B)(6).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that she was wondering how long it would be before she stopped being able to ¿feel¿ the ins through the skin. The patient reported that she could feel the ins poking up through her skin. The patient reported that it was basically the top of the ins that she was feeling, especially when she sat down it kind of ¿poked up.¿ the patient reported that it had been since implant on (B)(6) 2017 but had noticed it more lately.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.